Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies (B)(4). A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
During a sad (subacromial decompression) procedure it was reported that while utilizing the device it was reported that the burr was shedding debris into the joint. The joint was irrigated and the debris was removed. There were no reported patient injuries or complications. There was a two minute delay.